Event description:
Assistant had fingers and hand on the chin rest and rocker switch. Machine came down all the way and struck her in the head and shoulder and jammed her fingers. The assistant was then taken to the emergency room to get checked out.